Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. On the same day, the patient removed the sensor because it failed ( reported in 240919-015870) but when she removed the sensor, the entire sensor wire got stuck in her skin. There was a portion of the sensor that was sticking out of her skin but when she tried to remove it herself using tweezers, it moved the wire and the entire wire was stuck inside her skin. On (B)(6) 2024, the patient went to the hospital. There they anaesthetized her abdomen made an "x" cut to remove the wire. The wire was successfully removed and they prescribed mupirocin ointment to avoid infection. At the time of the report the patient was okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).